Event description:
(B)(4). Reason for original complaint- litigation alleges patient had pain, and elevated metal levels in blood were increasing after asr hip implant. Update (B)(4) 2013 - additional litigation papers received (B)(4) 2013 and attached. There is no new information that would change the outcome of the investigation. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015 - ppd received. Dor updated. The stem and sleeve are being added for elevated metal ion levels. Product information for cup and head updated. The stem remained in situ. This complaint was updated on (B)(4) 2015. Update rec'd (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed, 1818910-2014-30744 is a duplicate report of 1818910-2015-14371. 1818910-2014-30744 will be rejected, 1818910-2015-14371 will be kept for investigation purposes.

Event description:
Update rec'd 9/30/2014- sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.